Manufacturer narrative:
Section a2, a4, and a 5: unknown, information not provided. Section d4: lot number: unknown/not provided. Section d4: catalog#: unknown, as product lot number was not provided. Section d4: expiration date: unknown as product lot number was not provided. Section d4: UDI number: a complete UDI # is unknown as product serial number was not provided. Section d6a: if implanted; give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. Section h4: device manufacture date: unknown as product lotl number was not provided. 'Section h3:81 - other: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported suction loss during laser firing with 4 seconds left in the treatment. Side cut was not completed, and they did not lift the flap but did photorefractive keratectomy (prk) instead. No patient injury reported.